Event description:
It was reported that this was a venous closure of the calcified right common femoral vein using the pre-close technique using an 8f sheath prior to a micra implant procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed for two prostyle. The sheath was upsized to 21f, and the micra procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.